Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/pt for f/u questions. The following complaint was classified based on info obtained from lfs customer service. The lay user/pt contacted lifescan (lfs) customer service on (B) (6) 2009, alleging that the onetouch ultra2 meter was reading inaccurately high compared to another meter; the reported issue first occurred "3 weeks ago." The pt reported blood glucose results of "325 mg/dl" compared to an unspecified result on another meter, which were obtained within a 30 minute time period. She claimed she visited her doctor on (B) (6) 2009, as a result of the reported issue and was treated with "glucose tablet/gel." There was no blood glucose results reported from the doctor's visit. The pt denied developing any symptoms at the time of concern. It would be helpful to know why the pt was treated with glucose tablet/gel at the doctor's visit. Based on the provided info at this time, there was no indication that the product malfunctioned since the result from the other meter was not provided. However, this complaint is being reported because the pt reportedly received medical intervention (glucose tablets/gel) at the doctor's office after obtaining alleged inaccurate high meter readings. Replacement products were sent to the pt.

Manufacturer narrative:
The lay user/pt's product(s) have been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional info is available, the FDA will be notified in a second f/u report. At this time, we consider this matter closed.